Event description:
It was reported that this right atrial (ra) lead was explanted approximately three months post implant. The patient had aortic valve replacement performed and during this procedure the ra lead was damaged. Another ra lead same model was successfully placed. Lead is in hospital possession. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted approximately three months post implant. Another ra lead same model was successfully placed. No additional adverse patient effects were reported.